Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 25mm 8300ab aortic valve was explanted after an implant duration of 5 years, 8 months due to stenosis. The patient presented with chest pain. The explanted valve was replaced with a 27mm 11060a valved conduit and the patient was in stable condition post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Event description:
It was learned through implant patient registry that a 25mm 8300ab aortic valve was explanted after an implant duration of 5 years, 8 months to repair aortic dissection and rca dissection. The patient presented with chest pain. The explanted valve was replaced with a 27mm 11060a valved conduit and the patient was in stable condition post procedure. Per medical records, the patient was admitted for aortic dissection and narrowing of the proximal rca. The patient underwent CABG x1, ligation of rca orifice, reconstruction of aortic root and aortic root replacement with a 27mm 11060a valved conduit. An aortotomy was made and the 25mm 8300ab intuity valve was observed to be nicely seated on the annulus with some thrombus which appeared to be stiffening the right coronary leaflet. It was noted that the dissection tear occurred at annular level which was repaired using sutures. The 27mm 11060a avc was seated and the lca was anastomosed to the dacron graft. Tee showed no aortic insufficiency. The patient was transferred to ICU in stable condition.

Manufacturer narrative:
Based on the corrected b5 section, this event is no longer considered reportable and this correction is being submitted.